Manufacturer narrative:
As customer declined service, no further service activities were performed by philips. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the computer fails to boot; bed doesn't move on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.